Manufacturer narrative:
E. City exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in needle was slow to retract. The following information was provided by the initial reporter, translated from french to english: for the other unit tested in the batch, very slow needle retraction. Precautionary measure: the entire batch was quarantined.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two unsealed and used 20ga x 1.16in. Insyte autoguard units. A visual inspection was performed and discovered that one unit was already retracted, and the second unit was not retracted. The first unit was received retracted. No damage or defects were discovered that may indicate needle retraction failures. The cannula was placed back into initial position and retracted successfully. We were unable to confirm any slow retraction. The second unit received was unable to retract as the button was unable to activate. Microscopic analysis discovered adhesive on the front of the needle hub that also appeared to have poured between the hub and the grip, preventing any needle retraction. Your reported issue was confirmed for retraction failure and determined to be manufacturing related due to a station misalignment. A vision system software and a quality control plan are in place to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.